Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed that the sheath assembly was found to have the clear tubing detached from the blue tubing at the lap joint. This fully exposes the imaging core. Since the clear tubing was detached, the distance from the distal end of the transducer housing to the tip of the catheter was not measured. During image characterization testing, no image appeared in the system due to electrical open at proximal. In order to inspect for imaging core (ic) windup at the proximal end of the catheter, the hub rotator retainer clip was removed. The rotator and imaging core assembly was pulled out from hub. The imaging core (drive shaft) was found broken off near the hub shaft connector. Windup of the imaging core was also found within the telescope section of the device. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that the image disappeared. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous right coronary artery (rca). During the percutaneous coronary intervention (pci), an opticross¿ imaging catheter was used. After the device was inserted to view the lesion, image disappeared. The procedure was competed with another with the same device. No patient complications were reported and the patient's condition is good. However, device analysis revealed sheath assembly was found to have the clear tubing detached from the blue tubing at the lap joint.